Event description:
It was reported that after the stylet was removed and line was flushed, the pt immediately complaint of feeling like she was going to "blackout", shortness of breath, numbness, tingling to mouth, and heart palpitations. Pulse initially 115, once pt settles pulse dropped 60 bpm. The PICC was withdrawn 5 cm which resulted in malposition. PICC exchange needed.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexi1715 showed no other similar product complaint(s) from these lot numbers.